Event description:
It was reported that the pace/sense portion of the rv (right ventricular) lead was replaced due to an apparent lead fracture. The high voltage portion remains in use. It was later reported by the patient's attorney that the patient received injuries from the sprint fidelis lead. Inappropriate shocks due to malfunction of defective product were noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other: it was reported that the pace/sense portion of the rv (right ventricular) lead was replaced due to an apparent lead fracture. The high voltage portion remains in use. It was later reported by the patient's attorney that the patient received injuries from the sprint fidelis lead. Inappropriate shocks due to malfunction of defective product were noted. No further patient complications have been reported as a result of this event. No conclusion can be drawn. Lead(s), fracture of, device remains activated. Shock, inappropriate, malfunction, defective device.